Manufacturer narrative:
The concerto coil will not be returned for evaluation as it was discarded; therefore, product analysis cannot be performed. The device was not returned; therefore, the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this concerto coil got stuck in the microcatheter and when it was pulled out, it released itself " no patient injury was reported. No further information available.